Event description:
Patient presented to clinic for follow up. Device interrogation noted decrease in sensing r-waves and increase in capture threshold. Lead dislodgement was suspected. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.